Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between march 4, 2013 ¿ march 5, 2013. Evaluation summary: baxter received the unit for evaluation. Visual inspection revealed no evidence of a missing tip or components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing ¿tip¿. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 2 of 2.